Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the clamp face has many nicks and cuts on the surface of the clamp as well as cutting away parts of two clamp teeth. As reported, the clamp is broken at the base. The adjustment screw is also bent with debris in the threads. The reported event was confirmed to be caused by physical damaged.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that during a spinal fusion procedure, a spine clamp instrument broke at the base of one jaw while mounting the clamp on the anatomy. The surgeon was able to continue with the use of another clamp. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.